Event description:
Patient developed pocket infection, methicillln-sensitive staphylococcus aureus septicaemia. Pacing lead explanted (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).